Manufacturer narrative:
The investigation into this complaint is ongoing and the root cause is not currently known. Should additional information become available a follow-up MDR will be submitted.

Event description:
A customer reported that their new AED would not power on. The customer said the AED was brought to an event last week, but the paramedics beat them to the patient and the pads were not opened. They reported the AED did not speak/power on with the battery pack it came with or with a new battery pack. No patient or event information was provided.